Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were using the needle point diathermy electrode during an elective oral procedure, the patient received an inadvertent burn to the lip caused by part of the metal electrode touching the lip. There was no further information available at this time.